Manufacturer narrative:
The insulin pump was received with no button response on the escape and act buttons due to severely corroded keypad traces noted. No button error alarms noted. Unable to perform displacement test due to unresponsive keypad. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 130 mg/dl. The customer does not recall any significant events leading to the alarm. Customer was advised to discontinue us of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.